Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was high. The infusion set site was changed. A system check was performed. The pump and infusion set were found to be functioning as intended. The customer indicated that the cannula was not damaged. The customer stated that the cartridge and infusion set would be changed.